Event description:
The needle failed to completely retract into the safety barrel, resulting in a needlestick injury. The nurse was exposed to blood and is being followed by the hospital's employee health dept.

Manufacturer narrative:
The sample is available for eval. Add'l info regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).